Event description:
Report received of an adverse event that occurred while using a multi-lumen central venous catheter. It was reported that an ICU patient had a "wire change" completed by an unidentified "teaching staff person" that resulted in perforation of the lining of the heart & bleeding. It was reported that a 30 cm catheter was inserted instead of the 14 cm catheter that was intended. The patient developed some breathing difficulties and an effusion. It was reported that the patient underwent a pericardiocentesis and no further problems were reported. The patient was later discharged in may 2002. The qa risk manager stated, "after a complete investigation of the event, user error was identified as the cause. There was no flaw in the equipment and company realizes there is an inherent risk with each procedure. As a result of company's investigation company observed the following. The catheter kits are kept in a pixis supply container. The size labels on the catheter trays are not located on the front or side of the packages, and it is difficult to tell what size catheter it is. Company's previous vendor had a label in which the catheter size was visible while in the pixis machine."